Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge did not fit securely on the pump. Reportedly, the cartridge was "loose". Customer¿s blood glucose level was approximately 102 mg/dl. The customer continued to use pump to resume insulin therapy.